Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that they could not load a carrier in the device and the carrier was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The ratchet gear was stuck on the roller and had visual damage. The ratchet gear spring was missing. The side plates, bushings, shoulder bolts, and washers needed replaced no cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, shoulder bolts, washers, ratchet gear and spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was bent. It was also noted that the ratchet gear was stuck on the roller and the ratchet gear spring was missing. The root cause of the reported event was due to the bent comb. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, shoulder bolts, washers, ratchet gear and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the unit was unable to load carrier and the carrier was bent. The event occurred during surgery and no harm reported. There was a surgical delay of less than 30 minutes to retrieve an alternate device. Initial inspection revealed that the comb was bent.